Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: insect found in butterfly set.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for an insect in the packaging with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to an insect in the packaging was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text: see h.10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: insect found in butterfly set.